Manufacturer narrative:
A replacement pump was sent to the customer. A medela clinician followed up with the customer on 11/19/2017 and discussed preserving her milk supply in the right breast while the abscess is healing, but the customer wishes to wean that side and provide breastmilk for her daughter from the left side only. The customer indicated that no surgery was required for the abscess, as the wound opened on its own, and that the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the suction on her pump in style breast pump was low. She alleged that she developed mastitis, for which she was prescribed an antibiotic, due to the pump not working right. She indicated that this is her third bout with mastitis. She saw her doctor to have the milk drained from her breast, but that did not work so she has an abscess and open wound, which is draining puss.